Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported due to weight loss the patient's ipg had flipped in the pocket. Additionally, post fall the lead had high impedances. Surgical intervention was undertaken on (B)(6) 2024 where it was revealed the lead was fractured. As result, the scs system was explanted and replaced to address the issue.